Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunction of foreign material in a/w cylinder and tube, the evaluation found the following non-reportable malfunctions: due to wear of scope cover packing water tightness was lost; there were scratches on scope connector cover and case unit, plug unit, grip, and switch box; knob had discoloration; scope cover had a crack; label on scope connector was damaged; due to damage on charged coupled device unit, the image had black dots; objective lens had a chip; connecting tube was buckling; and universal cord had coating peeling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the plastic on the handle broke off of the evis exera iii gastrointestinal videoscope. It was not reported when the issue occurred or was observed. The device was returned and during the device evaluation the following reportable malfunction was found: whitish gelatinous foreign material was found inside the air/water (a/w) tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿gelatinous foreign material in a/w-cylinder and a/w-channel¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.